Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found the reported phenomenon, and also found that as the result of a component analysis of the foreign object, the component of the foreign object was silicone. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the investigation, omsc could not identify the reported foreign object because silicone was a substance used in a variety of applications such as watertight gaskets, silicone adhesives, and silicone components. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was found that during the incoming inspection for evaluation of the subject device (air supply and water supply were weak), it was found that a black rubbery foreign object was clogged inside the inlet of the air/water nozzle. The device had been manually reprocessed using alkaline detergent (endoquick) and disinfectant of ortho-phthalaldehyde. There was no report of patient injury associated with this event.